Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the rewind, self-test, unexpected restart error test and displacement tests. There was no unexpected low battery alarm, unexpected restart alarm or external ram crc error alarm. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. There was no rewind anomaly on the device. The low reservoir alarm feature worked properly and the device was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels, unexpected restart alarm, external ram crc error alarm and rewind anomaly. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced a dry mouth, thirstiness and treated themselves with the insulin pump. Customer advised the insulin pump would rewind at random after the battery was replaced twice. Troubleshooting for prime rewind was performed. Customer advised the insulin pump would beep at random. Customer advised insulin squirted out during the manual prime process. Customer advised the insulin pump was stuck in a preparing to prime loop. Customer advised they had a compromised force sensor system error alarm in the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.